Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 272 while using the ilet after changing supplies and announcing a meal during the night; glucose trended up following the meal announcement, and gradual stabilization was observed prior to the call, with no device alarms reported, and the event was associated with an incorrect procedure or method related to use of the user interface. Symptoms included hyperglycemia without reported adverse clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified, specifically an incorrect meal size announcement and failure to follow instructions, with the device component involved being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.